Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing recurring urinary incontinence. A surgical procedure was performed in which the cuff was explanted and replaced with a downsized cuff. There were no additional patient complications reported.